Event description:
The pump was received for service reporting "pump shuts off during treatment". The facility stated that the device was in use on a patient at the time of the reported situation. No patient injury or need for medical intervention. Although attempts were made to obtain additional information from reporting facility, details were not available regarding patient status, age of patient, or medication involved.